Event description:
It was reported that during a surgical procedure at the user facility, the drill would not stop running. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged failure could not be duplicated during the device evaluation. However, corrosion was found on internal components of the device, including the motor. Corrosion damage to the motor cartridge can allow for magnetic leakage to the hall sensor, which is a probable cause of the device running without user activation. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.